Manufacturer narrative:
This report was originally reported to (B)(4) directly from the user facility. The reported only stated that there was urethral erosion, however did not state the consequence to the patient. The device was not returned for evaluation nor was the product information related to the exact product used provided. A request has been made for additional information, however none has been received. If additional information is received a supplemental report will be filed.

Event description:
An incident of urethral erosion was reported by a user facility.